Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is cardiac arrest. No further information is available.

Manufacturer narrative:
The device was found to be in backup operation due to low battery voltage and exposure to cold temperature. The device was tested on the bench using automated testing equipment and no anomalies were found.